Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/27/2015 with the following findings: the display screen was dim and discolored. There was moisture in the battery compartment. The leak test failed due to a battery compartment leak. Unrelated to the initial complaint, the battery cap had stripped threads.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. The reporter alleged that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.